Manufacturer narrative:
Customer is claiming false positive for covid-19 because they tested negative for covid-19 at their doctor. The type of test performed at their doctor was not specified. Lot number of the test kit was not provided, unable to effectively verify and confirm customer feedback.

Event description:
Event details: went to dr. Don't have covid.